Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing over. The technical support specialist (tss) dialed into the server, ran a down time query on structured query language, confirmed that the time was current and the disconnected flag was zero. Tss then logged into the health sight viewer identified a patient or order delay notice. Tss restarted the services, logged into the patient encounter system, confirmed that the patient details were up on server and informed the customer to connect the meditech team as there was no issue with pyxis side, as the hsv showed an error due to meditech was down. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server patients were not crossing over on multiple stations. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.